Event description:
A report was received that the patient had an infection at the midline incision following an implant procedure. The physician believed it was not device or procedure related. The patient was prescribed with antibiotics and was doing well.